Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's father reported via phone call that customer's insulin pump was damaged. The customer's father was assisted in troubleshooting for damage. The customer's blood glucose level was unknown at the time of the incident. Customer's father stated that the customer dropped the insulin pump when they went running. Customer's father reported that insulin pump's screen is cracked and a quarter of the screen is cut off. The drive support cap was normal and insulin pump's screen during self-test was black. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.